Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with the administration of dianeal pd2 ambuflex, dianeal unknown bag, extraneal viaflex, and nutrineal unknown bag therapies for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). On an unreported date in 2011, the patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. Whether remedial treatment was rendered was not reported. On an unspecified date in 2011, the patient recovered from the bacterial peritonitis. Action taken with the suspect products dianeal pd2 ambuflex, dianeal unknown bag, extraneal viaflex and nutrineal unknown bag was not reported. The event of bacterial peritonitis with culture positive for corynebacterium species and gram negative organism was assessed as unrelated to any of the suspect products.